Manufacturer narrative:
Plant investigation: the complaint sample was not available to be returned to the manufacturer for physical evaluation. A review of the retained samples was completed. The samples were checked for component defects, assembly failures, and conformity with product specification. No failure was detected within the retained samples. The reported issue was confirmed based on the provided information, however a cause could not be determined in the absence of the original complaint sample. A review of the batch records was also performed. 840 units originated from this batch with no non-conformity observed during manufacturing.

Event description:
A hospital nurse reported to fresenius that an external blood leak occurred with the multifiltratepro cassette during a patient's continuous venovenous hemodialysis (hd) treatment. The blood leak occurred at the green connector. The reported issue was discovered approximately 10 minutes after treatment initiation. The patient's estimated blood loss (ebl) is approximately 50 ml. No serious injury or required medical intervention was reported. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hospital nurse reported to fresenius that an external blood leak occurred with the multifiltratepro cassette during a patient's continuous venovenous hemodialysis (hd) treatment. The blood leak occurred at the green connector. The reported issue was discovered approximately 10 minutes after treatment initiation. The patient's estimated blood loss (ebl) is approximately 50 ml. No serious injury or required medical intervention was reported. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation. No additional information was provided.